Manufacturer narrative:
Insulin pump was monitor for few days. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected failed battery test anomalies noted. No unexpected weak battery anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and weak battery. The customer was calling back with continued issues with the failed battery test alerts even with new batteries and battery caps. Customer's blood glucose level was around 400 mg/dl. The customer was calling back after receiving a replacement cap. The failed battery test alarm recurred. The customer treated her blood glucose level with a needle injection. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.